Event description:
The lay user / patient contacted lfs (B)(4) alleging inaccurate results on their one touch verio pro meter compared to two other meters. The patient was unable to provide the readings on her meter or the other devices. The patient was unable to further troubleshoot. The patient did not report any symptoms. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the patient alleged that the verio pro is inaccurate compared to the other 2 meters.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.